Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance testing, and the sensor passed per specifications. Performed bicarbonate buffer test, and the sensor passed with accurate readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states receiving threshold suspend alarm, and bad sensor alert. The customer's blood glucose level was 272mg/dl. The customer' sensor reading was 46mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The cannula was found to be bent. The customer states experiencing bent cannulas before. The customer will be returning sensors for analysis, and receiving replacements.